Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was alarming "occluded" and the buretrol and drip chamber were found empty. The register nurse attempted to refill the buretrol when the drip chamber separated from the main buretrol piece. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a drip chamber separating from a burette while responding to an occlusion alarm was not confirmed. Visual inspection showed no abnormalities about either set. Functional testing showed no abnormalities. The root cause of the reported failure was not determined.

Event description:
The customer reported that the pump was alarming "occluded" and the buretrol and drip chamber were found empty. The rn attempted to refill the buretrol when the drip chamber separated and leaked from the main buretrol piece. There was no report of patient harm.